Event description:
A consumer implanted for non-malignant pain and degenerative disc disease reported a month or two ago their device wasn't working and they were seeing a call your doctor icon, but didn't know the code that went with it. The consumer was unable to turn the implantable neurostimulator (ins) on, even after it was recharged, and they had a return of severe pain. It was noted the consumer always had pain (prior to implant), but this worsening to where it was prior to implant. Troubleshooting was limited because the consumer didn't have access to their patient programmer (pp) or recharger. It was further reported the consumer was told the battery would last five years and need replacing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.